Manufacturer narrative:
Follow up #1 submitted: 11/30/2016. Since the submission of the 3500a medwatch report, animas has received additional clarifying information regarding this complaint. The reporter clarified that the alleged issue with the insulin pump is that the pump is not able to prime; the allegation of inaccurate delivery against the pump has been retracted by the reporter and the pump malfunction alleged has been verified to be unable to prime the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. There was no reported adverse event associated with this complaint. This is reportable as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: review of the black box data and pump history revealed basal deliveries stopped on (B)(6) 2016 at 11:51. Investigation is unable to confirm the complaint of inaccurate deliveries for the date of the complaint (B)(6) 2016. The total daily dose history matched the basal & bolus history; basal history added up correctly to the basal segment programmed by the user. No errors, alarms or warnings were recorded in the alarm history that would indicate an interruption in delivery. Investigation did not duplicate the complaint of inaccurate delivery. The pump was exercised for 24 hours during the investigation; the pump history indicated the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked.